Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from their left ventricular (lv) pacing lead. The associated device was re-programmed and the issue was resolved. The lead remains in use. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d314trg implantable cardioverter defibrillator implanted: (B)(6) 2012; product ID 693565 implantable tachy lead implanted: (B)(6) 2012; product ID 457453 implantable pacing lead implanted: (B)(6) 2012. (B)(4).